Manufacturer narrative:
Method: the complaint rt125 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The circuit was pressure tested and it was outside of specification. Conclusion: we were unable to determine definitively the root cause of the cracking. All rt125 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Also the swivel assembly is pressure and flow tested as part of the infant breathing circuit at the production line before it leaves the factory. Any breathing circuit which fails any of these tests is discarded. The hospital reported that the damage occurred after four days of use, which suggests that the complaint circuit became damaged after the product was released for distribution.

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare (fph) field representative that the swivel wye of an rt125 infant bias flow breathing circuit was cracked after four days of use. No patient consequence was reported.